Manufacturer narrative:
Product event summary # product ID# p1501dr. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that at the last clinic visit, the device battery voltage was normal; however, following the explant of the device it was noted that the device had tripped elective replacement indicator (eri) due to an impedance trip. The device was found to have enough battery output and remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4092-52, implanted: (B)(6) 2008. (B)(4).